Manufacturer narrative:
Suspect device is strip lot 357a, 01/31/2008, cat/3116247.

Event description:
Patient reportedly obtained a result of 1.2 inr on the coaguchek system and 1.65 inr on a comparison lab. No action was taken based on coaguchek results. No adverse event reported. Requested return of suspect device and replacement was sent. Coaguchek system: meter, strip lot 357a, 01/31/2008. Comparison performed at medical facility.